Event description:
It was reported that during routine generator exchange externalized conductors were observed on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead. The patient condition was stable.